Event description:
Event became reportable based on investigation completed on 11/28/2006. It was reported that during an angioplasty procedure, difficulties were encountered with the zipwire guidewire. The wire was used 4-5 times and stored in saline within the storage hoop between uses. Difficulty was reported in removing the guidewire from the storage hoop. Also, the guidewire failed to be advanced during the last attempt at use. According to the customer, "it felt like the hydrophilic coating had been stripped off. It could not become reactivated when it was wiped with a saline soaked gauze. It remained tacky and unable to be used." The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "fine."

Manufacturer narrative:
The returned wire presents large radius bends at 2.95 to 6.70cm and 21.5 to 21.8cm from the distal tip and a scrape into the extruded polymer sheath from 18.00 to 19.55cm from the distal tip. Visually and tactilely, the coating surface appears spotty and inconsistent with a patchy finish throughout and scattered minor scrapes, typical of a previously used device. When hydrated, the coating feels smooth and consistent throughout the entire length of the wire with evidence of biomaterial capture within the hydrophilic coating. The wire hydrates readily and remains hydrated for approximately 57 seconds by tactile examination. Lubricity testing indicates insertion values within specification. Except where noted, the wire does not present any definitive indication of manufacturing defect or anomaly. As received, the wire does not present any obvious indications of manufacturing defects or anomaly. Except where noted, the wire appears visually and dimensionally correct. The scrape damage to the extruded polymer sheath appears consistent with being caused by scraping against a hardened edge surface. A review of the lot history records relative to the manufacturing, inspecting and packaging of the lot indicated that the product was acceptable. The root cause for this event is unk.